Event description:
It was reported that the device is shedding.

Manufacturer narrative:
A visual assessment of the burr confirmed the reported shedding. There is heavy metal debridement at the bushing as well as the proximal end of the inner burr with corresponding debridement on the outer sheath. The condition of the burr is attributed to excessive side loading. Device history record review confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot.